Event description:
It was reported from a review of the pt's programming history that the pt's settings were altered on (B)(6) 2008 due to a faulted systems diagnostics test. All of the settings were corrected prior to the pt leaving the physician's office except for the signal frequency. It was clear that the signal frequency setting was unintended as the signal frequency was corrected on (B)(6) 2010 when it was changed to 15 hz. It was not updated to 30hz until (B)(6) 2010. (B)(4) attempts to obtain add'l info regarding the unintended programming settings have not yet been completed.

Manufacturer narrative:
Method: review of programming device diagnostic history.